Manufacturer narrative:
Block b3: exact date unknown, event occurred a year after it was implanted.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.